Event description:
It was reported that surgeon saw a patient that has a stryker patella in them. The patella was displaced. He said he believes the patella sheared off of the pegs. He commented that the patient needs to have another surgery to fix the issue.

Manufacturer narrative:
An event regarding fractured fixation pegs involving a unknown patella implant. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Corrective action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device remains implanted.